Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she just got out of the hospital and was having trouble with the sensor staying on her body. Customer stated that the sensor was reading at 345 mg/dl and her blood glucose was over 500 mg/dl. Customer stated that when she delivered insulin, her blood glucose would not come down. Customer stated that her pump has a battery out limit alarm. Customer stated that the pump was stored without a battery for an extended period of time. Customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a blood glucose of over 500 mg/dl. Customer's current blood glucose was 135 mg/dl. Customer treated with insulin pens. Customer stated that she was taken to the hospital and her blood glucose was 799 mg/dl. Customer was vomiting, had nausea, and difficulty breathing. Customer was given fluids and an insulin drip. Customer was wearing the pump at the time and stated that sensor was removed by the hospital and it had a bent cannula.